Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, fbss leg/back, and spinal pain indications. It was reported that the previous spinal cord stimulator(scs) depleted two times and the pt went into overdischarge two times, but the scs could not be brought back from overdischarge the second time. Pt said the event date may be 2019 or 2020, but was unsure. Patient services specialist documenting reported event.